Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the batteries were hot and melted the device chassis. No patient impact or consequences were reported.

Event description:
The customer reported the batteries were hot and melted the device chassis. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. External visual inspection showed battery compartment damage. The damage was too significant to install batteries for functional testing. An external power supply was connected to test for power consumption, the device power consumption was determined to be in within specification. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues related to this reported event.